Manufacturer narrative:
The device was evaluated by pride (B)(4). The scooter performed as normal.

Event description:
Alleges attempting to keep balance by leaning on the scooter and accidentally pushed drive lever which caused the scooter to accelerate uncontrollably moving forward causing consumer to fall.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges attempting to keep balance by leaning on the scooter and accidentally pushed drive lever which caused the scooter to accelerate uncontrollably moving forward causing consumer to fall.